Event description:
Pt was implanted in c5 to c-7 with an acufix cervical plate and screws. X-rays 3 mos later show good healing and the pain had been alleviated. Weeks following those x-rays, the pt began to experience new pain in her neck. X-rays showed two fractured screws at the bottom level. No x-rays were provided to abbott spine for review. Nor any info stating if the pt was re-operated on.